Manufacturer narrative:
Patient weight was not provided. Date of event is unknown. This report is for one (1) unknown pfna nail. Part#, lot# and UDI # is not available. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. This report is for one (1) unknown pfna nail. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016, patient underwent implant surgery because a fracture of the femoral neck had to be adjusted surgically. Patient was implanted with proximal femoral nail (pfna) and the locking bolt. After an extensive exercise therapy with many abduction movements the patient had strong pain. Post-operative, it was detected that the proximal femoral nail (pfna) and the locking bolt had broken. X-rays taken immediate post-operative admission showed a fractured locking bolt distal as well as a fracture of the nail at the level of the blade with a slight offset. Reportedly, there was evidence of incomplete osseointegration in the axial planes., the revision surgery was performed on (B)(6) 2017. The intra and postoperative progression was uncomplicated. This report is for one (1) unknown pfna nail. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant medical products: device is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR: the received pictures confirm the cracked pfna nail as per event description; the complaint therefore has been determined to be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: pfna blade (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient identifier provided for reporting. Patient code & method code added to complaint. Patient code 3191 used to capture: the reported event required medical/surgical intervention to preclude permanent damage to a body structure. A review of the device history record. Device history lot, part: 272.372s, lot: 9848865, manufacturing site: supplier: (B)(4), release to warehouse date: 08. March 2016, expiry date: 01. March 2026. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Device history batch null, device history review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The received pictures confirm the cracked pfna nail as per event description; the complaint therefore has been determined to be confirmed. The design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition, the complaint therefore has been determined to be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: date received by manufacturer: awareness date reported on follow up 4 report as november 12, 2018 but should have been november 12, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review was completed. Part: 272.372s. Lot: 9848865. Manufacturing site: supplier: (B)(4). Release to warehouse date: 08. March 2016 . Expiry date: 01. March 2026. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to specification for implants for surgery review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition product was not returned. Customer quality conducted a review of the provided photograph. The received pictures confirm the cracked pfna nail as per event description; the complaint therefore has been determined to be confirmed. The design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.